Event description:
It was reported, the trial lead became infected and was pulled 4 days post implant. It was noted that the pt had changed the dressing at home after being told not to make changes without calling the clinic first. Antibiotics were administered. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).